Event description:
This case was initially received via (B)(6) ((B)(4)) on 27-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("abnormal bleedings during periods") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("abnormal fatigue"), musculoskeletal pain ("muscular and joint pain"), headache ("headaches"), loss of libido ("loss of libido"), tension ("elevated tension"), dyspnoea ("breathless"), disturbance in attention ("concentration difficulties"), memory impairment ("big memory disorders"), abnormal weight gain ("big weight gain"), thyroid disorder ("thyroid disorders with several nodules"), thyroid mass ("thyroid disorders with several nodules") and depression ("depression"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, fatigue, musculoskeletal pain, headache, loss of libido, tension, dyspnoea, disturbance in attention, memory impairment, abnormal weight gain, thyroid disorder, thyroid mass and depression outcome was unknown. The reporter provided no causality assessment for abnormal weight gain, depression, disturbance in attention, dyspnoea, fatigue, headache, loss of libido, memory impairment, menorrhagia, musculoskeletal pain, tension, thyroid disorder and thyroid mass with essure. The reporter commented: muscular relaxing treatment and treatment for hypertension, depression, and repetitive anti-inflammatory were provided. Since essure removal, the quasi totality of effects sudden disappeared. Diagnostic results: unspecified date: medical thyroid examination (unspecified) - result was not provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 30-nov-2017 for the following meddra preferred terms: menorrhagia. The analysis in the global safety database revealed 548 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.